Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation outcome: the root cause was found to be "clogged air intake dust filter on nbc filter adapter." Uninstalling the nbc option and replacing the hepa filter cover with a normal filter cover and the hepa filter for nbc with a normal hepa filter resolved the issue. All service software tests passed. No further problems have been reported, no additional investigation is deemed necessary at this time.

Event description:
Hamilton medical ag received the following event description: "customer said vent stopped working and showed "safety ventilation error 8". I searched the log files and found 3 tf codes: 346054, 341009, and 385002. Another vent was brought to the users. Patient was reported to not have any issues while waiting." No health consequences or impact.